Event description:
It was reported the patient developed an infection. It was also reported the right ventricular lead has a possible fracture, had oversensing, an impedance as high as 2288 ohms, and noise. Originally the device system was shut off to prevent inappropriate shocks; however the patient has now developed an infection. The lead was removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing environmental stress cracking was breach (non-electrical), the outer insulation had a cosmetic depression and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.